Event description:
The physician was attempting to use a reef hp pta balloon catheter. During the procedure the reef balloon burst under recommended burst pressure. No patient complications reported for this event.

Manufacturer narrative:
(B)(4).